Event description:
A lead extraction procedure commenced to remove two (capped and active) right ventricular (rv), a right atrial (ra), and left ventricular (lv) lead due to bacteremia, cied system/pocket infection, redundancy, and fracture. Spectranetics lld e lead locking devices (lld ezs) were inserted into each lead to provide traction on the active rv, ra, and lv leads. The capped rv lead was cut and fractured at the level of vessel entry, prohibiting the advancement of a locking stylet. Beginning with a spectranetics 14f glidelight laser sheath, along with a spectranetics medium visisheath dilator sheath on the active rv lead, the lead was removed successfully. Switching to the ra lead with the 14f glidelight, stalled progression was encountered; therefore, switched to a spectranetics 11f tightrail sub-c rotating dilator sheath. After advancement was made past the obstruction, switched back to the 14f glidelight, and the ra lead was removed. Trying again to insert a stylet down the capped rv lead with no success, the decision was made to tie the insulation and high voltage cables, and because of the compromised traction platform, targeted the lv lead. Utilizing the 14f glidelight, progress was made to the innominate vein, but the lld e started to stretch. Upsizing to a spectranetics 16f glidelight laser sheath, along with a spectranetics large visisheath dilator sheath, on the capped rv lead, advancement was made halfway over the proximal coil, when it was determined there was not adequate traction. Therefore, an abbott agilis introducer sheath was inserted to apply counter traction from the groin. While lasing from the pocket, progress was made down the right atrium; however, the high voltage cables became compromised, so switched back to the lv lead with the 16f glidelight. Advancing to the level of the right atrium, the rv and lv leads were intertwined, thus no further progress was made. Switching between the leads while lasing and pulling manual traction from the groin, the distal portion of the lv lead slid back a few centimeters. At this time, the patient's blood pressure dropped, and a pericardial effusion was detected via transesophageal echocardiogram (tee). Rescue efforts began, including rescue balloon, pericardiocentesis, and sternotomy. A perforation in the innominate vein and coronary sinus was discovered and repaired, but the following afternoon, the patient expired. This report captures the 16f glidelight in use when the perforations occurred, requiring intervention, resulting in death. There was no alleged malfunction of any spectranetics device in use during the procedure.

Manufacturer narrative:
A3b) patient gender - not available from facility. A4) patient weight - not available from facility. A6) patient race - not available from facility. D4/h4) the lot number was not provided, thus the following information is unknown: device serial number, unique ID, expiration date, and manufacture date. H3) the glidelight was discarded, thus no product investigation was performed. H6) per IFU, perforation and death are listed as a potential adverse events with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.